Manufacturer narrative:
The manufacturer did not receive the devices. Two pictures were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment , an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that it was opened a original m.e. Mueller, low profile cup, cemented, 52/32 onto the sterile field, scrub nurse peeled back foil and removed hard plastic from the top of the implant, when surgeon went to pick up the device, he noticed that there was a hair on the implant. Surgeon did not want to implant the implant. A size up was offered, however the surgeon did not wish to ream any further due to poor bone quality. Surgeon also did not wish to use 1 size down with a 4mm cement mantle. Surgery was extended for 20 minutes and was completed with another device.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): event summary: it is reported that the implant opened onto the sterile field, scrub nurse peeled back foil and removed hard plastic from the top of the implant. When surgeon went to pick up the device, he noticed that there was a hair on the implant and did not implant the device. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: a hair, probably an eyelash, could be found on the liner. This small hair stuck on the inner rim of the implant. Review of product documentation: as it is indicated in DHR of the device, all 40 pieces (100%) of the lot are visually inspected. Complaint history of the lot and the item no. Shows that no further complaint with the same event has been received. Conclusion summary: the investigation showed that there are two possibilities how the hair came on the liner. Either it happened during the packaging process in the clean room or during the handling in the hospital. No other complaint of the same lot or item number has been received. Therefore it is considered as a single case. An exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4) .